Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was displaying the alarming error code 45520. Device requires further evaluation and repair from ICU. The event happened during testing.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was displaying the alarming error code 45520¿ was confirmed during power-on testing. The probable cause was firmware/software installation issue. The software was updated. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.